Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv pacing lead was variable. Beginning 2014 (B)(4), rv lead impedance measured is varying from 513 to a high of 4047 ohms and rv lead impedance measured is trending high at 4047 ohms. Products: 4592-53 lead implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that the patient was hearing tones. An alert was triggered due to high and fluctuating pacing impedance on the right ventricular (rv) lead. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.